Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: ding xuan,wang ¿gang,shen xun, et al. ¿the study of different type of cerebral arteriovenous malformation embolization with nbca and onyx.¿ chin j neurosurg. Vol 22, no 8; 2016.

Event description:
Medtronic received information through review of literature within the onyx group in this cohort, after the embolization, 1 patient had muscle strength of the left lower extremity at level I, 1 patient suffered from intracranial hemorrhage, 2 patients underwent subcutaneous implantation and 11 patients suffered from embolism of main arteriovenous malformation (avm) mass.